Event description:
It was reported that during an implant procedure, this electrode was implanted successfully but then failed automatic setup in all sensing vectors due to varying amplitude morphology measurements and a poor r/t ratio. After discussion, the can was repositioned in a more anterior position, but the patient was still failing in all vectors. The shock impedance measurements were noted to be slightly high at 105 ohms; however, no values were reported to be out of range. After reviewing x-ray imaging, the physician then elected to reposition the electrode slightly closer to the sternum, which lowered the measurements down to 85 ohms. Automatic setup was performed a few more times, and the patient ended up passing only once in the primary vector. No defibrillation threshold testing was performed due to the lack of appropriate sensing. The electrode, while implanted successfully in the patient, was reprogrammed with therapy off for the time being until the field decides the next troubleshooting options. The electrode remains in service and no additional adverse patient effects were reported.